Manufacturer narrative:
(B)(4).

Event description:
Patient reported signal loss over 1 hour.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
Cmpl-(B)(4). 3004753838-2022-020036 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.